Event description:
Reportedly, during pt use, while the ventilator was connected to the ac power, there were "switched to backup battery" and "running on backup battery" alarms that occurred. The pt was manually ventilated and then transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, pt info was not provided.